Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a needle retraction issue occurred. The sensor was inserted into the upper buttocks on (B)(6) 2018. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and found that the applicator had excess friction to the torsion spring causing the applicator to not finish the deployment leaving the needle and sensor wire exposed. The reported event of a needle retraction issue was confirmed. The probable cause determined to be excess friction to the torsion spring causing a misfiring of the applicator.